Event description:
A malfunction was reported on the customer's insulin pump, which occurred once more after the initial report. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer will continue using the current pump until the new one arrives, relying on alternate methods for insulin delivery if necessary.